Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known for some events. Reportedly, the customer used their cartridge beyond labeling timelines. Tandem technical support educated the customer on cartridge labeling. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.